Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro volume extension set was unable to be primed with saline via a non-baxter syringe. This occurred during priming, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed and revealed that the device would not prime due to a block between the female luer and the tubing. Clear passage testing was also performed and failed due to the block. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. To address this issue, the assembly process was updated and retraining was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.